Event description:
It was reported the atrial leadless pacemaker (lp) dislodged. No intervention was reported. The patient condition was unknown. Additional information was requested but not provided.

Event description:
New information received indicated the lp dislodged to the leg which was discovered by x-ray. The lp was explanted. The patient was discharged the following morning.